Event description:
It was reported that the user experienced low blood glucose, with a nadir of 71 mg/dl, after announcing and eating breakfast when they typically do not, and they announced more than the meal due to coffee intake. The user received an urgent low soon alert and was counseled on consistent breakfast announcements so the pump can learn the breakfast algorithm and on avoiding treatment of lows until receiving a pump alert. Symptoms included hypoglycemia. Outcomes included return to target range without escalation of care. Investigation included user education and troubleshooting. Investigation of this case revealed use-pattern inconsistency with breakfast announcements contributing to insulin dosing mismatch, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to inconsistent meal announcements affecting algorithm learning.